Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient ipg site is experiencing wound issues. No signs of infection per physician. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg site has healed.